Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead may have had insulation damage because the stylet would not advance to the end of the lead when in the vein, nor when the physician attempted to advance the stylet with the lead on the table. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.